Event description:
Information received with return of the device notes that the patient presented in the surgery suite for device implant with an intrinsic rhythm of 60 bpm. The device was programmed and placed in the pocket. When ventricular pacing was observed without a p-wave, it was noted that the device was in back-up operation. A new device was placed with no further problems.